Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -6.5 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause of event reported as unknown and the reporter stated that the device did not fail to perform as intended.